Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 4/13/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens was returned for evaluation. Fibers/particles were observed on the lens which is associated with the handling of the unit out a sterile environment. Residues of viscoelastic were also observed on lens which indicate that the unit was handled and prepared for surgical use. One of the haptics was observed broken. The reported complaint was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Gender/sex: unknown/not provided. If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a zcb00 25.0 diopter intraocular lens (iol), the haptic broke. Furthermore, it was reported that the cartridge was defective. Incision enlargement was required to remove the iol; suture was also used. The lens was replaced with the same model lens. There was no patient injury reported. No further information was provided.